Manufacturer narrative:
Supplemental submitted as further investigation determined this is a duplicate of medwatch MFR report #0001831750-2014-00844.

Event description:
It was reported via repair work order that the scale was inaccurate due to malfunction load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate due to malfunction load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.